Manufacturer narrative:
Manufacturer's ref. No: pi1-1dklxkz it was reported that a stockert generator ablated above the impedance cut off values and had to be shut off manually. There were no patient consequences. Repair follow-up was performed and no responses were received from the customer. Service was declined. Complaint was unable to be confirmed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
(B)(4). First the 4mm catheter had a high impedance (more than 250ohm) and on the carto screen the catheter was frozen also the visualisation of the cs catheter was impossible. After changing the abl catheter the impedance was normal, but on the carto screen the "old" catheter was still visible.